Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an altitude alarm occurred. A replacement pump was sent to resolve the issues. Customer¿s blood glucose value was 300 mg/dl.